Event description:
Patient had breast reconstruction with alloderm breast, placement of tissue expander. Forty three days later, the patient came back in with infection. Alloderm and tissue expander removed from left side. Items sent to pathology. Do not have information on type of infection.